Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. All known information has been shared by the facility. What was the procedure date? What date /day post op was the reaction noted? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date in 2023 and topical skin adhesive was used. About 3-5 days post-operative knee reaction believed may have been caused by adhesive. Patient recovering well once they removed the adhesive and placed the patient on benadryl. Additional information has been requested.

Manufacturer narrative:
Product complaint # : (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: photo. All known information provided. Specifics of the product application date and lots are unknown. Surgeon had no additional concerns. Additional information has been requested and received: ¿ what is the procedure name? Total knee arthroplasty. ¿ what is the procedure date? Unknown. ¿ what date did the reaction occur on? Approximately 3-5 days post op. ¿ was the benadryl administered to the patient prescription strenght? Prescription ¿ other than benadryl, was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. None known. ¿ can you identify the lot number of the product that was used? No. ¿ what is the most current patient status? Patient recovering fine per surgeon. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Not to our knowledge. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.